Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device had a gearbox issue. Upon triage, the service technician found that the unit had a blank display. No patient involved in this event.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of blank display. The unit was triaged and the reported condition was confirmed. The flex cable was pinched in two spots. The unit has been repaired, and recertified per procedure. The unit was restored to proper operation. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.